Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown acetabular component. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient had revision of acetabular component for loosening on (B)(6) 2005.